Event description:
It was reported that the patient was implanted with this right ventricular (rv) lead and during routine follow up three days after implant, there was ventricular failure to capture observed. The physician decided to reposition the lead, however, three days after the lead was repositioned it exhibited failure to capture at high capture threshold again. Reportedly, during the implant procedure, as well as during the reposition, the physician observed the helix popping up when extending and retracting the helix. In addition, it was mentioned that the physician is not used to this type of lead and usually uses a different type of lead. The patient is planned to be hospitalized to resolve the event. Upon technical services (ts) review, troubleshooting recommendations were provided to confirm the cause of the observed failure to capture. The patient was discharged from the hospital and is scheduled for an in-clinic follow-up visit. The rv lead remains in service. No additional adverse patient effects were reported.